Manufacturer narrative:
E1. Initial reporter facility name: (B)(6). E1. Initial reporter address 1: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. The returned guidewire has the distal tip deformed; besides, the tip was found broken and the detached section was not returned. The detached section was located approximately at 329 cm from the proximal end. No more damages were found. Detailed pictures of the affected area were captured upon microscope inspection. Dimensional inspection of the device that could be measured was performed and revealed that the outer diameter (od) of the middle and proximal section were within specification. However, the overall length and od of the distal tip could not be measured due to the device condition.

Event description:
It was noted that the wire was separated and remained inside patient. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery (lad). A 330cm rotawire was selected for use. During the procedure, it was noted that the distal part of the wire got separated at the middle of the coil part and remained in the distal lad. It was confirmed on cine that the rotawire was separated when pulling the rotaburr advancer. The detached portion of the wire remained in the distal part of the lad. The burr did not contribute to the rotawire separation. Per physician's opinion, device should be inserted into the distal lad#7. The rotawire might be trapped with distal lad. The procedure was completed with another of the same device. No further complications reported and patient was good.

Manufacturer narrative:
(B)(6).

Event description:
It was noted that the wire was separated and remained inside patient. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery (lad). A 330 cm rotawire was selected for use. During the procedure, it was noted that the distal part of the wire got separated at the middle of the coil part and remained in the distal lad. It was confirmed on cine that the rotawire was separated when pulling the rotaburr advancer. The detached portion of the wire remained in the distal part of the lad. The burr did not contribute to the rotawire separation. Per physician's opinion, device should be inserted into the distal lad#7. The rotawire might be trapped with distal lad. The procedure was completed with another of the same device. No further complications reported and patient was good.